Manufacturer narrative:
It was indicated the products would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted noise and oversensing which resulted in pacing inhibition. It was noted there was asystole less than two seconds. As a result, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.